Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult flush. It was reported that during preparation of the first clip delivery system (cds), it was noted that the heparinized saline drop was too slow and flushing was difficult. The steerable sleeve was barely filling with saline and took more time than usual. The cds was not used in the patient anatomy and was replaced. A new cds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported difficult to flush the clip delivery system (cds) was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was reviewed and investigated and the returned device was able to fully flush with no issues observed. The delivery catheter (dc) handle was able to be fully de-aired, and a definitive cause for the reported difficulty flushing the dc handle could not be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.